Manufacturer narrative:
(Super) poligrip is manufactured in (B)(4), and neither the lot number nor the product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a female patient who used poligrip as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In 1989, the patient began using denture adhesives. She mainly used poligrip, but also used fixodent when poligrip was unavailable. In or around 1993, the patient began to experience severe headaches, insomnia, very low energy, daily diarrhea, stomach pain, anemia, a general feeling or unwellness and a susceptibility to colds. In or around 1996, the patient began to experience numbness and pins and needles in her legs and feet that gradually grew worse over time. At the time of reporting, the patient was unable to walk far distances and could not walk properly. The patient had fallen down the stairs several times and occasionally had sharp nerve pain to the point that she could not sit or stand for extended periods of time. In or around (B)(6) 2010, the patient began to experience pins and needles and shaking in her arms. She occasionally lost control of her arms and also experienced bouts of dizziness and unsteadiness. The patient's symptoms had increased in severity over the five years prior and had impeded her life. She was bedridden the two years prior to reporting and unable to do household chores or attend family functions/events. The patient was unable to get out of bed for any extended period of time and could not work. The patient had been examined by several physicians and specialists and had been diagnosed with neuropathy. She was taking several medications to treat her low energy level, headaches, and nerve pain. The patient also used the product while pregnant. Please see case (B)(4) for details regarding the child. This case was assessed as medically serious by gsk. The patient stopped use of zinc-containing denture adhesives in (B)(6) 2010. At the time of reporting, the events were unresolved.